Event description:
The customer reported a false negative sars-cov result on the alinity m sars-cov-2 amp kit and alinity m resp-4-plex amp kit. Sample ID (sid) (B)(6) tested negative on the alinity m instrument while running the alinity m sars-cov-2 amp kit and alinity m resp-4-plex amp kit on 02-nov-2024. The same sample had been detected positive when running on the biofire torch instrument. The sample was tested twice on the alinity m resp-4-plex assay and one time on the alinity m sars-cov-2 assay. All three results were "not detected" for the sars-cov-2 target and also for the other targets (flua, flu b and rsv) on the alinity m resp-4-plex amp kit curve analysis showed no amplification, internal control was amplified as expected. There was no discrepancy in the results for the alinity m system assays alinity m resp-4-plex amp kit and the sars-cov-2 amp kit , but between the results obtained with alinity m system and the biofire torch system. The negative result was reported outside of the lab. The customer tested the sample on the biofire torch in a multiplex panel to check for other respiratory infection. The panel included sars-cov-2. The sample resulted positive for a target in the panel and for sars-cov-2. The positive sars-cov-2 result was then reported. The customer suspects that the biofire torch can detect a sars-cov-2 variant which may not be detected on the alinity m system. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00197, alinity m sars-cov-2 amp kit.

Manufacturer narrative:
Investigation into this complaint included a file sample evaluation, a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: file sample testing for lot 401861 met all acceptance criteria as the validity of the run met all assay requirements and there were no error codes or flags exhibited for the run controls. All replicates were interpreted correctly by the assay software. There were no error codes across all replicates and there were no instances of false negative results. The file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 received a disposition of pass. Customer data review: the assay met specification requirements as no error codes or flags were displayed for the run controls, indicating the reagents are performing per specification. The amplification curves were normal in both baselined and raw data. Per the ticket text, there was no result discrepancy on the alinity m system with both the alinity m resp-4-plex and alinity m sars-cov-2 assays. The discrepancy is between the alinity m system and the biofire torch system. Different platforms have different sensitivities and specificities for the assay. Therefore, the results reported on the alinity m system may not always be in agreement with other technologies. While the customer attachment review verifies the customer's observations, the remaining elements of the investigation were utilized to support the final product deficiency decision. Quality data review: device history record (DHR) review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 (including the components) did not identify any issues which could result in the reported complaint. The quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint. A product deficiency was not identified by this review. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant false negative result. The complaint history review did not identify any additional complaints related to the reported issue for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861. Additionally, complaint trending review indicates a trend was not identified and the upper control limit was not exceeded for parts 9n79. A product deficiency was not identified by this evaluation. Based on the results of the investigation a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 was not identified.